Event description:
The customer reported that while the unit was in use on a pt during a transport from syracuse to philadelphia, the unit generated an "electrical code 35" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.